Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer observed air bubbles within the infusion set tubing. Reportedly, a cartridge change was performed to address the issue. Customer's blood glucose level was 454 mg/dl.